Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic visual inspection found traces of dried blood in the lumen. A new stylet was retrieved and an attempt was made to pass it through the lead; however, the stylet stopped at the spiral fixation area close to the electrode tip. It was determined that there was what appeared to be foreign material causing a blockage in the lumen. The material was removed and detail analysis determined it to be an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction that occurred during the implant procedure. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, difficulties were encountered placing the lead into multiple branches of the coronary sinus due to the patient's anatomy. The physician then reported that he was having difficulty advancing the lead or the guidewire. Both the lead and guidewire were removed and the lv lead was flushed. The physician then attempted to insert a different guidewire into the lead; however, the guidewire could not be completely passed through the lumen to the electrode end. The guidewire was caught up in the spiral section of the lead. This lv lead was extracted and successfully replaced. No adverse patient effects were reported.